Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. The sheath was replaced to continue the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was intact with no apparent issues; the reported air ingress could not be reproduced. Multiple aspirations / injections were performed without air bubbles or leaks; hemostatic valve was leak tight. Valve assembly was leak tight as well. The reported air ingress issue has not been confirmed through testing. The device passed the returned product inspection as per specification.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.